Manufacturer narrative:
The insulin pump passed the displacement, however failed in backlight verify during self test due to el panel defect noted. The pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had cosmetic damage and backlight anomaly. The customer¿s blood glucose level was 7.4 mmol/l at the time of the incident. Customer reported crack on the reservoir compartment patient also confirmed the backlight on the pump doesn¿t work. The insulin pump will be returned for analysis.